Event description:
Implant placed 8/10/97. It failed and was removed 1/16/98. One person affected.

Manufacturer narrative:
The medical history was received and evaluated. Co's conclusion remains the same: the implant is not believed to be the cause of failure. It is possible that integration would have taken place with a longer healing time between initial implant placement and restoration.